Event description:
Found the ventilator intermittently not turning on and sometimes turning off on its own even though the ac power light indicator was on. The unit did not alarm when shutting down on its own.======================manufacturer response for ventilator, puritan-bennett======================provided a replacement switch - switch replaced and ventilator functioning normally.